Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient presented to the emergency room due to symptomatic heart block. An interrogation and x-rays revealed the right ventricular (rv) lead dislodged, leading to high pacing thresholds and low amplitude measurements. The lead was surgically repositioned to resolve the issue. However approximately a month later, the lead exhibited high pacing thresholds again. As result, the patient underwent an additional procedure wherein the lead was extracted and replaced with an alternate.

Manufacturer narrative:
The device was returned. This investigation will be updated upon conclusion of the product analysis.

Event description:
It was reported that this patient presented to the emergency room due to symptomatic heart block. An interrogation and x-rays revealed the right ventricular (rv) lead dislodged, leading to high pacing thresholds and low amplitude measurements. The lead was surgically repositioned to resolve the issue. However, approximately a month later the lead exhibited high pacing thresholds again. As result, the patient underwent an additional procedure wherein the lead was extracted and replaced with an alternate.